Event description:
It was reported that on (B)(6), 2010 due to stable angina and a positive stress test, the patient underwent the index procedure with deployment of three promus stents (3.0 x 12mm, 3.0 x 23mm, 3.0 x 08mm) in the mid and proximal right coronary artery (rca). The same day, the patient experienced a proximal edge dissection after placement of the first stent in the rca. A second stent was deployed to cover the dissection with no residual dissections and timi 3 flow. The event was considered resolved and the patient was discharged the next day. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received: post procedure, on (B)(6) 2010, the ck-mb was reported at a value of 4 (units and reference range not provided). As the reference range was not provided, it cannot be confirmed whether or not the ck-mb value of 4 was elevated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.